Manufacturer narrative:
Device return is expected but has not been received. The lot history record of the reported lot number was reviewed and no issues were identified that would have contributed to this event. Attempts to gather additional information have been made; however, no response has been received. If additional information is received or the device is returned a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a procedure, the balloon ruptured. The patient was not injured and new device was used to complete the procedure.

Manufacturer narrative:
The balloon catheter was returned for analysis within out the guidewire. Therefore, any contributing factors from the guidewire could not be assessed. Attempts were made to flush the catheter; however, it was found occluded with dried contrast. The catheter was soaked in warm water for 4 days but remained occluded. The balloon subassembly was removed from the catheter body for inflation test. However, the balloon could not maintain inflation as it was leaking distal to the distal marker band. Upon close examination, a defect in the chronoprene tubing was noted in the area of the leak. The balloon was not found to be ruptured. No other anomalies were observed. Based on the device analysis, the report was confirmed. The device evaluation showed the device could not maintain inflation due to the defect in the chronoprene tubing. The defect observed is consistent with mechanical or navigation related damage rather than those caused by over-inflation (rupture). The customer confirmed successful test inflation, therefore, the damage likely occurred during the procedure. All balloons are 100% leak tested and all devices are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.